Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support, and 19 days after start of the support, the physician encounter repositioning difficulty. Reportedly, when repositioning the pump, advancing forward and pulling back, the physician stated there was "something" that almost felt like it was catching and impeding repositioning. The device remained implanted supporting the patient until approximately 22 days later when it was successfully weaned and explanted. The patient was reported to be stable following the event and explant of the device.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Data logs are not relevant to the complication. Returned product was evaluated and there were several abnormalities noted around the repositioning unit. First of which, the blue butterfly was not aligned parallel with the cath anchor button, as it would be out of box. Additionally, after cutting back the sterile sleeve, a kink could be seen in the catheter about 0.5 cm proximal to the cath anchor. The blue button was able to press and release without problem. When attempting to advance and pull back the catheter through the hub, it required some force, but was able to move. The cath anchor was slid down toward the motor housing, and the section of the catheter that was returned inside the hub was cleaned of dried blood. At this point, it was able to advance back and forth easily over that section. However, when trying to advance the kink in the catheter that came back 0.5 cm from the hub housing forward through it, excessive force was required. There were no failures of the product to meet design requirements based on the fact that the blue button functioned properly and the catheter was able to slide through the hub normally, especially once the catheter was cleaned. Based on returned product, the root cause of the positioning issues were determined to be a cath anchor use issue. What caused the initial resistance is unclear.